Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that at the end of a vaginal hysterectomy where an lf4200 device was used, it was found that a small burn had occurred to the pt's labia. The burn was described as 2nd degree, and it was excised. The pt was seen a few times post-op and she has reportedly recovered well.